Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval observed a door not fully latched alarm at power up but could not further reproduce it. The device was operating out of spec. Eval determined the cause to be a loose upper link screw. The link screws were replaced. See scanned page.

Event description:
During baxter's functional testing of a spectrum pump, the device alarmed door not fully latched. There was no pt involvement.